Manufacturer narrative:
Explant was reported due to stenosis and aortic insufficiency. The investigation found that all three cusps were fibrotically thickened. There was circumferential pannus on the inflow surface, which extended onto the bases of all three leaflets. Leaflet 3 was torn. There was a fold/ retraction causing incomplete coaptation in leaflet 2. No acute inflammation or significant calcifications were present. The cause of the tear, fold, and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. Starting in late 2018, early 2019, the patient presented with dyspnea. On (B)(6) 2019, the device was explanted due to stenosis and aortic insufficiency confirmed via echocardiography and. Upon explant, calcification was observed with two ruptures. The device was replaced with a 19mm edwards magna ease. The patient remained stable throughout the procedure and postoperatively.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. The device was explanted at a later due to an unknown issue. Additional information has been requested.

Manufacturer narrative:
Explant was reported due to an unknown issue. The investigation found that all three cusps were fibrotically thickened. There was circumferential pannus on the inflow surface, which extended onto the bases of all three leaflets. Leaflet 3 was torn. There was a fold/ retraction causing incomplete coaptation in leaflet 2. No acute inflammation or significant calcifications were present. The cause of the tear and fold could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.